Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shock for what appeared to be atrial fibrillation (af). Device continued to be monitored and remains in service. No additional adverse patient effects were reported.